Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that the patient faced an event of high blood glucose level that rose to 270 mg/dl. Patient used insulin pump to trat the same. Patient found bends present along the tubing length. No further information available.